Manufacturer narrative:
(B)(4)

Event description:
It was reported when the patient presented to the clinic for a device changeout for reaching eri, upper out of range high voltage lead impedance was observed when the lead was plugged into the new device. The lead was capped and replaced. The patient condition is stable.